Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of irregular low voltage advisories on the system controller while connected to different power sources was confirmed via the controller¿s log files and product testing. The returned system controller (serial number (B)(6) was observed to have a few kinks in the black power cable upon arrival. The system controller was connected to a mock loop and power module, no active alarm was seen on the controller. Manipulating the black power cable caused a power cable disconnect alarm. The controller operated on the mock loop as intended. The controller¿s black power cable was stripped near its damaged area, and the brown wire indicated some wire fatigue. This wire is responsible for value of the relative state of charge for the black cable, damage to the internal brown wiring can cause to low voltage advisories and power cable disconnect alarms. The provided log file, as well as a log file extracted from the returned system controller, was reviewed for the reported event date of 05dec2024. The pump maintained speeds above the low speed limit while connected to the driveline. Power cable disconnect alarms along with black cable relative state of charge (rsoc) faults were captured intermittently throughout the log file. The root cause of the reported event was determined to be damage to the brown wire within the black power cable; however, the root cause of how the power cable and wire became damaged was unable to be conclusively determined through this analysis. The device history record for the system controller (serial number (B)(6) was reviewed. No deviations from manufacturing or qa specifications were shown from the system controller. The system controller was shipped to the customer on (B)(6) 2024. Heartmate 3 instructions for use (rev. C) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including low voltage advisory and power cable disconnect alarms, and the actions to take if the issue does not resolve. The heartmate 3 patient handbook (rev. D, section 10 ¿safety checklists¿) instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook (rev. D, section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient called the clinic and complained of low battery and connect to power alarms. The alarms occurred while the patient was connected to power, both wall and battery. The patient visited the clinic and had a power cable disconnect alarm on their system controller. A system controller exchange was performed after the log files were retrieved. The ventricular assist device (vad) coordinator changed the aa batteries in the mobile power unit and it continued alarming and displayed a critical battery message. The mobile power unit would be returned for evaluation. Following review of the submitted log files, it appeared there were unusual power cable disconnect alarms when the patient utilized both the mobile power unit and battery power. The alarms appeared to have been the result of relative state of charge (rsoc) invalid flags, which may have been due to worn system controller leads. The pump appeared to have operated as intended.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.